Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that the quality control (qc) results were within range prior to the event. The customer reran qc after obtaining discrepant results, which were out of range for several methods. The ccc specialist ran service methods testing (smt) and all probes recovered within range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse found septum cover pulled from the plate lane #3 removed. The cse aligned aliqout probe and primed the fluids. The cse primed chem wash probe and ran a quick check, which passed. The cse ran qc on multiple methods, which were within range. The cause of the discrepant results on multiple analytes is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Five patient samples tested for multiple analytes on a dimension vista 500 instrument failed the delta check, which alerted the operator that the results obtained were not aligned with the patients' historical results. The discrepant results were not reported to the physician(s). Four out of five samples were repeated on an alternate dimension vista instrument and the remaining one sample (B)(6) was repeated on the same dimension vista instrument to obtain corrected results. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discrepant results on multiple analytes.